Event description:
It was further clarified/confirmed that the implant date was (B)(6)-2011. Of note, no leads were explanted.

Event description:
It was reported that the implantable neurostimulator (ins) and part or all of the extension were explanted due to infection. The information received reported an implant date of (B)(6) 2011 for the ins and extension; however, the manufacturer device registry indicated an implant date of (B)(6) 2011. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that perioperative antibiotics had been administered. The date of onset of infection was november. The patient experienced redness, swelling, and drainage. A culture was obtained from the pocket and revealed staph aureus. The patient was given both oral and IV antibiotics. The entire system was explanted and the infection resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(6), serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6), product typ extension; product ID (B)(6), lot# v617862, implanted: 2011 (B)(6), explanted: product typ lead. (B)(4).